Event description:
Caller reported experiencing intermittent occlusion alarms. The customer resolved by changing the infusion set and cartridge and resuming insulin. There was no adverse impact to the customer¿s blood glucose level.